Manufacturer narrative:
Based on the entries in the logbook the reported event could be confirmed. The affected evita v800 contains entries concerning a temporal malfunction of the touch screen at the reported time. The technician onsite replaced the ecd display bundle and the system cable. The replacement of the system cable was a preventive measure. Afterwards the device was tested according to manufacturer¿s specifications, all tests passed with no further issues.ventilation is not affected by the failure of an unresponsive screen. Safety-relevant parameters such as fio2, minute volume or the airway pressures are displayed in the additional yellow/green oled display, allowing the user to recognize the ongoing ventilation. If the gui is completely inoperable, ventilation continues with the last settings. The ventilation is not affected by this issue but the access to the device is reduced. Field quality data are monitored and assessed by the responsible product quality board. The number of malfunctioning regarding this issue reported from the field is within accepted range. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
The following was reported to draeger " while on patient the screen froze and got glitchy. The event occurred (B)(6) 2025. No adverse patient effects were reported."